Event description:
Same case as MDR ID: 2134265-2014-07488. It was reported that wire separation occurred. A 1.25mm peripheral rotalink® plus and a peripheral rotawire¿ and wireclip® torquer were selected. Upon testing of the devices outside the patient's body, it was noted that the wire snapped or broke apart. The wire was pulled out and was replaced with another of the same device and completed the procedure. There were no patient complications reported.

Event description:
Same case as MDR ID: 2134265-2014-07488. It was reported that wire separation occurred. A 1.25mm peripheral rotalink® plus and a peripheral rotawire¿ and wireclip® torquer were selected. Upon testing of the devices outside the patient's body, it was noted that the wire snapped or broke apart. The wire was pulled out and was replaced with another of the same device and completed the procedure. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: investigation completed. The device was returned for evaluation. Visual examination of the device noted no issues. An attempt to insert a test guide wire was made and resistance was noted in the annulus of the burr. The burr was microscopically examined and observed that the annulus of the burr was misshapen and damaged. There were no scratches that exposed brass on the plated back half of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).